Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during test-phase, the double-lumen bronchial tube had a normal inflation. But during the deflating process, it was found that it could not pump the air back. There was no patient involvement.

Event description:
According to the reporter, during test-phase, the pilot valve of double-lumen bronchial tube had normal inflation, but during the de flating process, found that it could not be pumped the air back. There was no patient involvement.

Manufacturer narrative:
Additional information: g3, h3, h6. Correction:b5. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the photos attached showed the paper side of the unit pack and another photo contained in an opened pack with the shape of the tubing altered using the stylet wire. It was reported that the pilot valve of a double-lumen bronchial tube had normal inflation, but during the deflating process, it was found that it could not pump the air back. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.